Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after lower limb percutaneous transluminal angioplasty interventional procedure. Reportedly, the starclose se device came out of the common femoral artery after the vessel locator wings were deployed. The doctor suspects that the vessel wall was weak thus unable to hold the locator wings against the vessel wall. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.